Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation has shown that the upper part of the short cuts is broken off as complained. The broken surface is homogenous, which indicates material conformity. Based on these findings we conclude that due to blunt edges excessive mechanical force was applied, which finally led to the breakage of the instruments. A review of the production history revealed that these instruments were manufactured in august 2009 according to the specifications. No manufacturing related issues were found.

Event description:
It was reported that the plate cutter was broken when the surgeon was trying to cut a 2.8 matrix mandible recon plate. This is report 1 of 2 for complaint (B)(4).